Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on screen and difficult to read the screen. Customer stated that random no delivery alarm, o ring not secure on reservoir, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with minor scratched lcd window and cracked keypad overlay. Unit passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).